Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion failure analysis lab received vela front panel assy. And installed in a functional vela unit. No fluid ingress visible on touchscreen. Powered on in service mode and screen is red. Performed touch screen calibration per service manual, touchscreen passed calibration, all touchscreen change when touched. Ran vela unit for 2.5 hours and display went blank. Findings/root-cause: could not duplicate customer complaint of malfunctioning touch screen. Duplicated customer complaint of display goes blank. Blank lcd and redness is from lcd failure. No further investigation is needed. The front panel assy was replaced.

Event description:
The customer reported that the screen of one of their ventilators "goes off after a while during operation", yet the ventilator keeps on cycling they requested for field service to come and correct the issue. The ventilator was not on a patient when the event occurred.

Manufacturer narrative:
(B)(4). Field service replaced the front panel assembly, and performed operational verification procedures to confirm that it met all factory specifications. A returned goods authorization (rga) number was issued to the customer for the return of the allegedly faulty front panel assembly for evaluation. As of (B)(6) 2015, carefusion has not received the alleged faulty front panel assembly.